Event description:
Had breast cancer with double mastectomy and reconstruction with expanders and mentor smooth saline implants. I have had continued and debilitating symptoms since implants were placed. I left my job as an rn in 2013 due to extreme disability. My mentor implants were recalled 10/11/2021 due to faulty/leaking valves. I was diagnosed with multiple sclerosis 2009. I am currently on palliative care. FDA safety report ID #(B)(4).